Event description:
A technician reported that there was loss of suction while attempting to make a flap. A partial flap resulted. They reapplied suction and successfully created a second flap. There was no patient impact reported. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).